Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a single level anterior cervical spinal surgery to treat spondylolisthesis. It was reported that one of the screws has backed out. No neurologic manifestation is reported. No revision surgery is scheduled at this moment.